Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting procedure, a stent dislodgement occurred. The 90% stenotic, de novo lesion was located in the moderately calcified and moderately tortuous mid right coronary artery. The physician deployed a 3.5x20mm taxus liberte stent and then deployed a 3.5x24mm taxus liberte stent overlapping the previously deployed stent. The physician then attempted post dilation of the overlapping area of the stents with the stent delivery balloon but was unable to inflate the lesion fully. The physician then performed post dilation with a non-bsc balloon. A contrast study was preformed and both stents were visible. Then the physician attempted to perform ivus, but was unable to place the catheter due to resistance. Upon removal of the whole system, it was observed that the catheter and guide wire were bent and severely kinked. The physician then performed another contrast study and was unable to see the 3.5x24mm stent. The physician then deployed another stent to complete the procedure. There were no pt complications. Pt status is reported as "good". A CT was performed, however, the missing stent was not found.

Manufacturer narrative:
Device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.